Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. The customer confirmed that the charging supplies were able to successfully charge another device. In addition the battery depleted from 80% to 5% while connected to a power source. The customer's blood glucose level was 124 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.